Event description:
Complaint - no knee up/down on right intermediate siderail. No injury reported.

Manufacturer narrative:
Tech found fluid ingress on ucm board causing problems. Replaced ucm board to resolve this issue. Bed located in bed storage.